Event description:
It was reported that while using bd vacutainer® edta 2k that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: this report is about fm. Brown particles of 2 to 3 mm were in the tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign mater (fm) was observed. Black and brown specs were observed embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and is therefore a cosmetic defect. Additionally, seventy-five (75) retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® edta 2k that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: this report is about fm. Brown particles of 2 to 3 mm were in the tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.